Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure with a polypectomy. According to the complainant, post polypectomy, the clip was placed within the patient's colon. However the clip did not deploy. When the clip exited the sheath, it appeared to be partially deployed, and loose at the end of the catheter. They removed the device from within the colon, and used a second of the same device to complete the procedure. The bleed was not exacerbated due to the device malfunction no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.